Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data and pump histories from the time of the alleged incident were unavailable for review due to continued pump use. A review of the current black box data did not show any evidence of short battery life. The battery cap secured properly to the pump. Visual inspection revealed that the battery compartment was cracked. The pump powered on normally and did not draw excessive current. The pump casing was removed and no internal defects were found. The complaint of short battery life could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.